Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The cause of the occlusion may be influenced by, but is not limited to: manufacturing, user technique, and/or anatomical conditions. During device manufacturing inspections are in place to ensure the device operates as intended. The cause of the reported event could not be determined. Based on the reported information and the inspection criteria, a definitive cause for the occlusion could not be determined. There was also no indication of a product quality deficiency. A review of the lot history record and similar incident query for this product could not be performed because the lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported to have occurred a few weeks ago). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed and hemostasis was achieved using a perclose proglide device after a carotid interventional procedure. Reportedly, the patient returned to the hospital reporting pain in the leg. The leg had decreased blood flow. An angiojet and angioplasty were used to open the vessel. The physician stated that the suture stenosed the vessel. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.